Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated and the event logs of the viewing station of the imaging system provided no additional information. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the monitor of the imaging system would not stay powered on. Restarting the imaging system three times restored functionality. It was reported that the power light of the viewing station of the imaging system was blinking prior to the restart resolving the reported issue. There was no patient present when this issue was identified. No additional information was provided.